Manufacturer narrative:
Product has been received by zimmer biomet. The complaint is confirmed as the product was received in a bent condition. According to the investigation the part was conforming to specifications when it left zimmer biomet control. Review with development engineer determined the surgeon may have been misaligned with the bone hole. This may have caused the inserter to bend and may have damaged the suture anchor during use. The likely cause of the event was positioning of the inserter while implanting the anchor. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the infrequency of this event. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a procedure on (B)(6) 2016 the tip of a juggerknot was bent when the surgeon opened the package. Another juggerknot was used to complete the procedure. There was no patient involvement. Complaint reporter also noted that parts of the anchor and the suture were discolored like blood.